Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to performed helium leak test and observed that the psi control leak was out of specifications. The fse isolated the leak to regulator low pressure line and reseated and corrected leak. The test passed with a control leak well below specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the customer expressed concern about helium depletion when cardiosave intra-aortic balloon pump (iabp) were stored and not in use. The customer has requested to check the unit for leaks. This event occurred during service by the customer. There was no patient involvement and no adverse event was reported.